Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc-euphora rx ptca balloon catheter to treat a mildly tortuous and calcified lesion located in the mid circumflex (cx) artery. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was not inspected. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that there were difficulties to remove the balloon following balloon inflation. It was informed that the balloon failed to inflate. Excessive force was required to remove the balloon. The patient is reported to be alive with no injury.

Manufacturer narrative:
The balloon failed to inflate, but subsequently inflated completely. A non-mdt inflation device was used and there were no issues with the inflation device. The device was not moved or re-positioned prior to the inflation difficulties. Intervention was not used to remove the device from the patient. However there were difficulties noted when deflating the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the balloon returned deflated. The proximal balloon marker band was not positioned correctly. The distal balloon cone appears to have been pulled distally and folded in on itself. There was stretching evident to the outer lumen at the proximal balloon bond. Stretching was evident to the distal shaft, distal to the guidewire entry port. It was not possible to perform deflation testing due to the stretching of the outer lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The procedure was completed using another euphora device. If information is provided in the future, a supplemental report will be issued.